Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While advancing the 2.75x20mm taxus express2 drug eluting stent through the guiding catheter the distal part of the stent catheter broke inside the guiding catheter. The procedure was completed with another taxus stent. No patient complications were reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.